Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u supplemental report wil be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during bolus delivery. The customer then reloaded the same cartridge and received a cartridge alarm 1 during the load process. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge successfully and resumed insulin delivery.